Event description:
It was reported the ez45b was used during a thoracotomy. It was reported the black handle broke off of the device as the surgeon was firing. No other info is available. There was no consequence to the pt.